Manufacturer narrative:
With additional information, the device code (B)(4) no longer applies.

Event description:
Additional information was received from a manufacturer representative on (B)(6) 2016 reporting that the manufacturer representative indicated that the device had not flipped but instead was a result of significant weight gain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported they had a revision surgery on (B)(6) 2016 because the implantable neurostimulator (ins) flipped and could not recharge starting three months ago. No patient symptoms were reported and the ins was indicated for non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.